Manufacturer narrative:
The reagent lot number is 70917405 and the expiration date is 31-dec-2023. The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges patient samples for 5 minutes at 5000 rpm, which may be too short and too fast. The field service engineer (fse) found that the pinch valves were failing and intermittently sticking due to rust. The fse also found that the teflon coating on the sample probe was worn and discolored. The fse replaced all pinch valves and the sample probe and performed a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e601 module. The initial hcg result was 0.186 miu/ml. The doctor questioned the result as it did not match the patient's clinical picture and the sample was repeated. The sample was repeated and the result was 10000 miu/ml. The sample was auto-diluted and the result was 16076 miu/ml. The sample was repeated a second time on another e601 analyzer and the result was 10000 miu/ml. The sample was auto-diluted and the result was 15861 miu/ml. The result of 16076 miu/ml. Was deemed correct.